Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 16-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the fragment has therefore already migrated"), device breakage ("a small fragment, measuring 4 mm, is still present in the abdomen (area of the left ovary)") and metal poisoning ("possible heavy metal poisoning") in a (B)(6) female patient who had essure (batch no. E24129) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced metal poisoning (seriousness criterion medically significant), abdominal pain ("major abdominal pain - paralysing at times, with no relation to hormonal cycle"), abdominal distension ("abdominal bloating"), gastric disorder ("major stomach problems"), weight increased ("weight gain, (B)(6) kg per months, for (B)(6) kg in total"), migraine ("frequent migraines"), feeling abnormal ("fogginess in head"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory lapses"), visual impairment ("reduction in vision in left eye"), fatigue ("major fatigue"), alopecia ("hair loss"), paraesthesia ("tingling") and musculoskeletal pain ("joint and muscle pain in limbs"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pain and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy by vaginal route with resection of left ovary on (B)(6) 2017) and surgery (removal needed due to strong suspicion of allergy to components of device). At the time of the report, the device dislocation, device breakage and paraesthesia had not resolved, the metal poisoning, abdominal pain, gastric disorder, visual impairment, alopecia and musculoskeletal pain outcome was unknown, the abdominal distension, weight increased and fatigue was resolving and the migraine, feeling abnormal, disturbance in attention and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, device breakage, device dislocation, disturbance in attention, fatigue, feeling abnormal, gastric disorder, memory impairment, metal poisoning, migraine, musculoskeletal pain, paraesthesia, visual impairment and weight increased to be related to essure. The reporter commented: incapacitating side effects, consequences became very incapacitating on a daily basis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 16-nov-2017f or the following meddra pts: device dislocation: n° 2.323 cases (excluding this case). Device breakage: n° 1.936 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-nov-2017: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the fragment has therefore already migrated"), device breakage ("a small fragment, measuring 4 mm, is still present in the abdomen (area of the left ovary)") and metal poisoning ("possible heavy metal poisoning") in a (B)(6) female patient who had essure (batch no. E24129) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. After the insertion, the patient experienced metal poisoning (seriousness criterion medically significant), abdominal pain ("major abdominal pain - paralysing at times, with no relation to hormonal cycle"), abdominal distension ("abdominal bloating"), gastric disorder ("major stomach problems"), weight increased ("weight gain, 1 kg per months, for 9 kg in total"), migraine ("frequent migraines"), feeling abnormal ("fogginess in head"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory lapses"), visual impairment ("reduction in vision in left eye"), fatigue ("major fatigue"), alopecia ("hair loss"), paraesthesia ("tingling") and musculoskeletal pain ("joint and muscle pain in limbs"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pain and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy by vaginal route with resection of left ovary on (B)(6) 2017; removal needed due to strong suspicion of allergy to components of device). At the time of the report, the device dislocation, device breakage and paraesthesia had not resolved, the metal poisoning, abdominal pain, gastric disorder, visual impairment, alopecia and musculoskeletal pain outcome was unknown, the abdominal distension, weight increased and fatigue was resolving and the migraine, feeling abnormal, disturbance in attention and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, device breakage, device dislocation, disturbance in attention, fatigue, feeling abnormal, gastric disorder, memory impairment, metal poisoning, migraine, musculoskeletal pain, paraesthesia, visual impairment and weight increased to be related to essure. The reporter commented: incapacitating side effects, consequences became very incapacitating on a daily basis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2017 for the following meddra pts: device dislocation: n° 1332 cases (excluding this case). Device breakage: n° 1690 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.